Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending artery. During prep of a 2.5x18mm implant, when the protective sheath was removed, it was noted that the implant and balloon part were left in the protection tube. The device was not used in the patient anatomy and was changed to another same size device to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed in d1/type, d2 and the PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.